Manufacturer narrative:
Date of event: (B)(6). Date of report: 28aug2019. The customer indicated the repair work will probably be performed by facility biomed since the warranty period has expired. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the unit had an error (1104) backup alarm failed. There was no patient involvement.